Event description:
It was reported that the nurse found that the patient was self-extubated without the ventilator alarm having gone off. The ventilator was replaced. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly continued with the use of the subjected ventilator without any issues. No parts were replaced. Ventilator logs were provided for review. The event log shows that alarms were generated for high airway pressure and vt insp. Overrange, which indicates that the patient is struggling against the ventilator. Shortly after alarms for low peep and expiratory minute volume low were generated, which indicate a patient disconnection. The ventilator is then set to standby by the user and ventilation was then continued in a non-invasive ventilation mode (niv pressure support). According to the test log, successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. The ventilator alarmed for the disconnection with visual and audible alarms according to specification. A correction of field # d1 ¿ brand name and # d4 ¿ version or model # were required. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015. H3 other text : 4117.